Manufacturer narrative:
The warranty had expired on the therapy cable and the customer declined to purchase.

Event description:
Customer called to report that therapy cable intermittently is not detected as being connected to the device and wanted therapy cable replaced under warranty. If the device does not detect a connected therapy cable, it cannot deliver defibrillation therapy through hands-free electrodes. There was no patient associated with the report.